Event description:
After the dexcom g6 ios app updated to 1.12.0, it frequently generates an "app stopped alert" indicating the app must be uninstalled and reinstalled. When setup again, it fails again after a few minutes rendering the device unusable.